Event description:
It was reported that the morning after the implantable neurostimulators (ins) were implanted, the healthcare professional (ins) was not able to test the ins with the clinician programmer when they were going to turn it on. The hcp suspected the ins had no power and there was an ins problem. The hcp then used the ¿over-discharging and charging device on mode to test the ins and they could not test it. A new ins was implanted and tested okay with the clinician programmer. The patient was doing well and receiving effective therapy after the ins was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the hybrid integrated circuit had a mud cracking residue anomaly. The ins was received with no telemetry and no output. A physician mode recharge (pmr) was performed and the ins recovered normally. After the pmr the ins battery would discharge rapidly and charge rapidly. Pal analysis confirmed the rapid battery discharge. Additional analysis determined that the device had high cd while in both locked/shipping, and MRI safe modes. Resistive testing, and simulations on a sbb, demonstrated that the high cd was consistent with a resistive short between the vdig_2v and xdma_req2 traces on the scsp. Evidence of a physical short was not observed. Optical analysis revealed the presence of mcr on all exposed scsp traces including vdig_2v and xdma_req2. No associated copper trace anomalies were identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)